Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: three radiographic images, one device photo, and one device video were provided for review. The fred stent cannot be seen in any of the images; however, they do not explain why the implant was reportedly missing from the delivery system. The investigation of the returned device found the product pouch open with the pusher and introducer intact. The stent was not returned for evaluation. The investigation of the returned components did not find any damage or other anomaly that would have contributed to the reported event. Review of the associated manufacturing records found that all units in the lot passed the pre-packaging inspection, verifying that the implant was present when the device was inserted into the dispenser hoop during final packaging. Furthermore, as the pouch was returned open, this investigation could not examine the device in its out-of-box condition to assess the alleged product issue.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the flow diverter stent was being used to treat a patient with cerebral aneurysm. The physician used right femoral artery access and the microcatheters were put in place. Reportedly, when the physician attempted to deploy and implant the device, the angiograph revealed only the radiopaque marker without complete visualization of the stent. The physician requested removal and reassembly of the system and upon completion of re-sheathing, it was confirmed that only the pusher guidewire was present without the stent device. Angiographic monitoring verified that the stent was not retained in the microcatheter or the hemostatic valve. The microcatheter was subsequently repositioned and a second flow diverter stent of the same model was implanted without incident and the procedure completed without adverse events. The patient was in good condition.